Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that the ins battery was not holding a charge like it used to. Pt denied any therapy adjustments. The patient was redirected to their healthcare provider to further address the issue. When asked for the event date, pt said that it was probably a month ago. Pt said that they moved; agent obtained pt's new address and sent an e-mail to prs for update. Pt noted that they had an upcoming appt with a new doctor on (B)(6) 2026. Agent reviewed rep role with the pt and redirected pt to hcp to coordinate having a rep present at their appt. No symptoms were reported.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that the controller is making a rattling noise like something was loose inside and it was not holding a charge. Patient mentioned the issue started a month ago. Agent walked caller through hard reset of the controller. Patient confirmed flashing green light when controller was plugged in from the wall. Patient reported no damaged was found on the battery pack and battery compartment. Patient said their upcoming appt with a new doctor on march 17th was moved and they need to reschedule rep appointment. Agent advised the patient to call their health care provider to reschedule rep appt. A request was sent to repair department to replace the controller.